Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and complex regional pain syndrome type I. It was reported that the patient saw a power on reset (por) message on both the patient programmer and recharger. No symptoms were reported. The cause of the por was unknown. The patient stated that it was not in relation to an overdischarge event as she always charged when the implantable neurostimulator (ins) got to 25%. The por message appeared when the patient went to turn the ins off at night. The por message was successfully cleared during the call with patient services which resolved the issue. The issue occurred during use.